Event description:
Procedure: sleeve gastrectomy. According to the reporter: the cartridge could not be fired all the way. Tissue was transected. The firing was resected and another device was applied.

Manufacturer narrative:
(B)(4).